Event description:
Customer reportedly obtained results of 150mg/dl, 210mg/dl, and 37mg/dl within 10 minutes on the same device. No action was reportedly taken based on these device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.